Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient was experiencing pain and a red rash at the site. The patient was taken to the emergency room and diagnosed with cellulitis. The patient was treated with 4 different medications. The following medications were prescribed: doxycycline, take1 capsule by mouth 1 twice a day for 5 days, phenergan, take 1-2 tablets every 6 hours as needed, bactrim ds, septra ds , take 2 tablets by mouth twice a day for 10 days, ultram, take1 tablet by mouth every 6 hours as needed for pain.